Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70 , serial: (B)(4), batch: (B)(4). Product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief and high impedance readings on four contacts of one lead. It was unknown which implanted lead displayed the high impedance readings. The patients scs was then reprogrammed where adequate pain relief was achieved and another impedance check was done which revealed no abnormal impedances at that time. However, over time the paresthesia was no longer able to provide adequate pain relief. Therefore, the patient underwent a revision procedure wherein all implanted leads were explanted and replaced. The patient was recovering postoperatively and the explanted devices will not be returned as they were discarded by the medical facility.